Manufacturer narrative:
EXEMPTION NUMBER: (B)(4) QUARTERLY REPORTING PERIOD: Q1 2015 (JANUARY 1, 2015 ¿ MARCH 31, 2015) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: (B)(4) 2015 THE ATTACHED UPDATE CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT REGISTRY PATIENT COMPLAINTS WITH A SERIOUS INJURY STATUS.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: JANUARY 2015-MARCH 2015 THE ATTACHED UPDATE CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT REGISTRY PATIENT COMPLAINTS WITH A SERIOUS INJURY STATUS.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q1 2015 (JANUARY 1, 2015 ¿ MARCH 31, 2015) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q1 2015 THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT EVENTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q1 2015 (JANUARY 1, 2015 - MARCH 31, 2015) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: JANUARY 2015-MARCH 2015 THE ATTACHED UPDATE CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED (B)(6) REGISTRY PATIENT COMPLAINTS WITH A SERIOUS INJURY STATUS.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q1 2015 (JANUARY 1, 2015 ¿ MARCH 31, 2015) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL, AMENDED, CORRECTED OR DELETED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. A GOOD FAITH EFFORT WILL BE MADE TO OBTAIN THE APPLICABLE INFORMATION RELEVANT TO THE REPORT. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q1 2015 (JANUARY 1, 2015 ¿ MARCH 31, 2015). THE UPDATED SPREADSHEET CONTAINS ADDITIONAL AND CORRECTED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q1 2015 (JANUARY 1, 2015 ¿ MARCH 31, 2015) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL AND CORRECTED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
MEDTRONIC RECEIVED INFORMATION VIA A THIRD-PARTY REGISTRY TITLED: THE SOCIETY OF THORACIC SURGEONS (STS)/AMERICAN COLLEGE OF CARDIOLOGY (ACC) TRANSCATHETER VALVE THERAPY (TVT) REGISTRY. THE INFORMATION WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT AND HAS BEEN ORGANIZED INTO A SUMMARY OF OBSERVATIONS RELATED TO PATIENT SERIOUS INJURIES IN THE ATTACHED FILE.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038 QUARTERLY REPORTING PERIOD: Q1 2015 (JANUARY 1, 2015 ¿ MARCH 31, 2015) THE UPDATED SPREADSHEET CONTAINS ADDITIONAL AND CORRECTED INFORMATION FOR PREVIOUSLY-REPORTED COREVALVE TVT DEVICE IMPLANT REGISTRY PATIENT SERIOUS INJURY STATUS REPORTS. NEW/UPDATED INFORMATION IS HIGHLIGHTED BY COLOR CODING. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: (B)(6) 2015 TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 536 UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA'S MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE EVENT DATE LISTED ON THIS FORM IS THE FIRST DATE OF THE QUARTERLY REPORTING PERIOD; THE ATTACHMENT LISTS WHETHER THE EVENTS OCCURRED ON OR AFTER THE DAY OF DEVICE IMPLANT AND THE RELATED PATIENT AND DEVICE CODES. THE PATIENT INFORMATION INCLUDED IS SECTION A. IS AN AVERAGE OF THE DATA PROVIDED FOR THE EVENTS INCLUDED IN THE SPREADSHEET.

Manufacturer narrative:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;700920121-1484658-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700920121-1484658-20,S,,,,MCS-P3-31-AOA; MCS-P3-29-AOA,;700920121-1484658-20,S,,,,,;700920121-1544910-20,I,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-1864132-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-1864132-20-1,S,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2264068-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2488914-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-2488914-20,S,,,,,;700920121-2597651-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2755979-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-2894218-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2931912-20,I,SI,25,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2931912-20,S,,,,,;700920121-2931912-20,S,,,,MCS-P3-26-AOA ,;700920121-2931912-20-1,S,SI,55,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2931912-20-2,S,SI,93,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2958359-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-2973362-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-2987531-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-2990577-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2991297-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2996047-20,I,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2996047-20-1,S,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-2996047-20-2,S,SI,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700920121-2996047-20-2,S,,,,,;700920121-2996047-20-2,S,,,,MCS-P3-29-AOA ,;700920121-2996078-20,I,SI,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3002620-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3016921-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3026534-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3034385-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3041552-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3041552-20-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3063480-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3066074-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3070859-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3071266-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3071395-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3071395-20-1,S,SI,22,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3076353-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700920121-3076353-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3083145-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3106563-20,I,SI,36,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3106570-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3118434-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3162030-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3167871-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3172327-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62814;700920121-3172327-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3175330-20,I,SI,30,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3180736-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3183061-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3183061-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3183061-20-2,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3183420-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3185259-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3192994-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3192994-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3193121-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3193121-20,S,,,,,;700920121-3193121-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3193121-20-1,S,,,,,;700920121-3193754-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3195959-20,I,SI,24,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3204044-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3207892-20,I,SI,28,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3215412-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3216933-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3216933-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3216933-20-2,S,SI,53,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3217257-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3219340-20,I,SI,83,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700920121-3219340-20,S,,,,,;700920121-3219340-20,S,,,,MCS-P3-29-AOA ,;700920121-3220501-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3224555-20,I,SI,37,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3225458-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3225744-20,I,SI,17,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3226003-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3226003-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3226382-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3226382-20-1,S,SI,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3226382-20-2,S,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3226426-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3227574-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3227574-20,S,,,,MCS-P3-31-AOA ,;700920121-3228097-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3230357-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3231693-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700920121-3231794-20,I,SI,Not reported.,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;C64343;700920121-3231794-20,S,,148,,,;700920121-3232198-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3232421-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3232915-20,I,SI,32,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3233929-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3237478-20,I,SI,20,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3237666-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3237666-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3237703-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3237703-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3238250-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3238250-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3238329-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3238329-20,S,,,,,;700920121-3239027-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3239027-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3239027-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3239362-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3239941-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3240897-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3246880-20-1,S,SI,21,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3247394-20,I,SI,17,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3247394-20-1,S,SI,19,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3247405-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3247955-20,I,SI,17,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3247955-20,S,,,,,;700920121-3249030-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3249062-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3249062-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3251350-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3251839-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3253664-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3253920-20,I,SI,68,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3254464-20,I,SI,28,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3254589-20,I,SI,22,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3254885-20,I,SI,29,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3255204-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3255204-20,S,,,,MCS-P3-29-AOA,;700920121-3255632-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3255632-20-1,S,SI,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700920121-3255632-20-1,S,,,,MCS-P3-29-AOA; MCS-P3-31-AOA,;700920121-3255632-20-1,S,,,,,;700920121-3257954-20,I,SI,22,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3258783-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3260260-20,I,SI,112,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3260949-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3264303-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3264670-20,I,SI,36,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3265242-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3265837-20,I,SI,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3267307-20,I,SI,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3267307-20,S,,,,,;700920121-3269205-20,I,SI,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3271857-20,I,SI,40,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3272573-20,I,SI,25,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3272573-20-1,S,SI,36,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3272573-20-2,S,SI,36,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3275340-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3275340-20-1,S,SI,14,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3276203-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3276203-20,S,,,,MCS-P3-29-AOA,;700920121-3276203-20,S,,,,,;700920121-3276421-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3276421-20,S,,,,,;700920121-3276873-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3276985-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62814;700920121-3280069-20,I,SI,24,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700920121-3280437-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;C64343;700920121-3280442-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3280825-20,I,SI,25,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269 ;700920121-3284104-20,I,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3284104-20,S,,,,MCS-P3-29-AOA,;700920121-3284253-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3284756-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3284756-20,S,,,,,;700920121-3284998-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3285381-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700920121-3285381-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3285381-20-3,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3285506-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3286278-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3286278-20,S,,,,,;700920121-3288528-20,I,SI,23,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3288744-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3288744-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3289101-20,I,SI,30,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3289101-20,S,,,,,;700920121-3289101-20,S,,,,,;700920121-3289856-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3290644-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3290967-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3291250-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3291250-20,S,,,,,;700920121-3291457-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3291457-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3291457-20-2,S,SI,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3291479-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3291479-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3291479-20-2,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3291493-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3291529-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3291569-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3291770-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3291859-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3291954-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3292083-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3292131-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3292374-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3292417-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3292485-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3292554-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3292554-20-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3292624-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3292767-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3292819-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3292956-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3293027-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3293221-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3293411-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3293411-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3293428-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3293428-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3293727-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3293914-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3293914-20-1,S,SI,8,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3293914-20-1,S,,,,,;700920121-3294271-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3294484-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3294545-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3294624-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3294789-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3294874-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3294991-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3294991-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3295192-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3295507-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3295924-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3295924-20-1,S,SI,25,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3295934-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3295947-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3296043-20,I,SI,23,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3296052-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3296093-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3296309-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3296309-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3296429-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3296927-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3296972-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3296972-20,S,,,,MCS-P3-29-AOA,;700920121-3296972-20,S,,,,MCS-P3-29-AOA,;700920121-3296972-20-1,S,SI,23,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3296972-20-1,S,,,,MCS-P3-29-AOA,;700920121-3296972-20-1,S,,,,MCS-P3-29-AOA,;700920121-3297041-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3297163-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3297252-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700920121-3297252-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3297276-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3297280-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3297336-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3297477-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3297481-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3297481-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3297563-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3298234-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3298310-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3298359-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3298421-20,I,SI,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3298421-20-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3298550-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3298615-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3298665-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3298769-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3298837-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3298882-20,I,SI,12,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3298897-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3298897-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3298974-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3299093-20,I,SI,16,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3299132-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3299639-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3299665-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3299738-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3299837-20,I,SI,42,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3299837-20,S,,,,,;700920121-3299921-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3300526-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3300676-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3300724-20,I,SI,50,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3300883-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3301346-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3301486-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3301486-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3301788-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3301876-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3301876-20,S,,,,MCS-P3-29-AOA,;700920121-3301958-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3301989-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3302326-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3302620-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3302710-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3302710-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3302778-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3303084-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3303155-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3303155-20-1,S,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3303730-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3303817-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3303817-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3304236-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3304271-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3304826-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3305060-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3305105-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3305105-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3305255-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3305329-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3305382-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3305443-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3305715-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3305715-20,S,,,,,;700920121-3305888-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3306052-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3306052-20,S,,,,,;700920121-3306139-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3306279-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3306279-20-2,S,SI,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3306392-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3306646-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3306834-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3306834-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3306834-20-2,S,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3306839-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3306859-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3306874-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3306883-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3306981-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3307169-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700920121-3307648-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700920121-3307648-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3307648-20-2,S,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3308189-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3308189-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3308207-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3308319-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3308319-20,S,,,,MCS-P3-26-AOA,;700920121-3308319-20,S,,,,,;700920121-3308503-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3308611-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3308815-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3308944-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3309546-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3309546-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3309703-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3310136-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3310263-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3311191-20,I,SI,13,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3311191-20-1,S,SI,19,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3311579-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3311579-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3311807-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3311955-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3311968-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3312047-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3312562-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3313500-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3313500-20-1,S,SI,20,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3313747-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3313845-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3313886-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3314161-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3314556-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3314575-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3314575-20,S,,,,,;700920121-3314575-20,S,,,,,;700920121-3314855-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3314855-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3314855-20-2,S,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3314855-20-2,S,,,,MCS-P3-29-AOA,;700920121-3315157-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3315681-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3316241-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3316365-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3316530-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3316603-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3316607-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3317017-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3317195-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3317403-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700920121-3317479-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3317609-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3317609-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3317985-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3318364-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3318364-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3318374-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3318415-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3318587-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3318801-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3318897-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3319136-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3319224-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3319350-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3319350-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3319502-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3319748-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3320322-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3321424-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3321989-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3321989-20,S,,,,MCS-P3-31-AOA,;700920121-3322320-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3322437-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3322618-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3322627-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3322627-20-1,S,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3322627-20-2,S,SI,16,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3322797-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3322797-20,S,,,,MCS-P3-31-AOA,;700920121-3323250-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3323285-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3323285-20,S,,3,,,;700920121-3323285-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3323623-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3323623-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3323724-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3323729-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3323757-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3323834-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3323932-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3324334-20,I,SI,55,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3324733-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3324733-20-1,S,SI,16,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3324804-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3324804-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3324822-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3324832-20,I,SI,12,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3324853-20,I,SI,16,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3324966-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3324966-20,S,,1,,,;700920121-3325139-20,I,SI,24,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3325147-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3325221-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3325384-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3325481-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3325504-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C62917;700920121-3325504-20-1,S,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3325600-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3325607-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3325616-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3325906-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3325906-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3325918-20,I,SI,33,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3325918-20,S,,,,,;700920121-3325932-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3326006-20,I,SI,7,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3326006-20-1,S,SI,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3326117-20,I,SI,31,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3326298-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3326341-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3326502-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3326553-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3326553-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3326553-20-2,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3326630-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3326695-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3326695-20-1,S,SI,17,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3326695-20-2,S,SI,20,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3326695-20-2,S,,,,,;700920121-3326753-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3326966-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3327109-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3327539-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3327539-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3327554-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3327859-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3328083-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3328125-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3328125-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3328203-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3328244-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3328757-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329006-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329017-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329017-20,S,,,,,;700920121-3329017-20,S,,,,,;700920121-3329080-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3329207-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329311-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329573-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329573-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329613-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329613-20-1,S,SI,100,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329752-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3329756-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329799-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3329852-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329901-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329901-20-1,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329901-20-2,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329929-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3329983-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3330218-20,I,SI,23,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3330398-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3330520-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3330594-20,I,SI,10,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3330618-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3330804-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3331330-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3331346-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3331346-20,S,,,,,;700920121-3331353-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3331603-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3331651-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3331823-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3332044-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3332044-20,S,,,,,;700920121-3332063-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3332185-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3332251-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3332351-20,I,SI,53,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3332367-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3332794-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3332989-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3332989-20,S,,,,MCS-P3-31-AOA ,;700920121-3333060-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3333151-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3333255-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3333395-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3333495-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3333719-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3333871-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3333871-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3333872-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3334462-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3334601-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3334610-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3334764-20,I,SI,58,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700920121-3334764-20,S,,,,,;700920121-3334764-20,S,,,,MCS-P3-29-AOA ,;700920121-3334874-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3334977-20,I,SI,24,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3335048-20,I,SI,9,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3335048-20-1,S,SI,29,CoreValve System - Transcatheter Aortic Valve,Not Available,C62876;700920121-3335048-20-1,S,,,,,;700920121-3335048-20-1,S,,,,MCS-P3-29-AOA,;700920121-3335053-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3335087-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3335100-20,I,SI,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3335150-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3335153-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3335153-20,S,,,,MCS-P3-26-AOA,;700920121-3335374-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C63230;700920121-3335374-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3335374-20-2,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3335677-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3335897-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3336014-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3336067-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3336159-20,I,SI,18,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3336315-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3336672-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3336809-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3337110-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3337110-20-1,S,SI,11,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3337355-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3337369-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3337369-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3337369-20-2,S,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3337381-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3337757-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3337986-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3338105-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3338105-20-1,S,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3338616-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3338643-20,I,SI,17,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3338692-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3339092-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3339286-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3339286-20,S,,,,,;700920121-3339286-20-1,S,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3339814-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3340346-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3340797-20,I,SI,15,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3341435-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3341477-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3341836-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C64343;700920121-3342344-20,I,SI,4,CoreValve System - Transcatheter Aortic Valve,Not Available,C53269;700920121-3344235-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3344449-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3344487-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3344628-20,I,SI,2,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3344890-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3344890-20-1,S,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3344910-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3345455-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3345477-20,I,SI,6,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3345657-20,I,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3345657-20-1,S,SI,3,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3345994-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3346000-20,I,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3346000-20-1,S,SI,0,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126 ;700920121-3347437-20,I,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3347437-20-1,S,SI,5,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126;700920121-3347937-20,I,SI,1,CoreValve System - Transcatheter Aortic Valve,Not Available,C76126